Event description:
It was reported that due to the patient's capsule, the lens had to be removed. Within the same procedure, it was stated that the doctor put in the model zcb00 intraocular lens (iol) first, then removed the zcb00 and implanted an iol model za9003. The iol model za9003 lens was then removed and the doctor implanted a model ac21d32 lens. Follow-up with the account indicated that the report involved one patient. The incision was made a little larger. The capsule broke. A vitrectomy was performed and put in a 10-0 ethilon on the incision. It was stated that the patient anatomy was the issue. The patient was fine the day of discharge. No further information was provided. A separate MDR is being filed for the zcb00 and the za9003 lens since the report of capsule break, incision enlargement and vitrectomy were not correlated to a particular lens. This report is being filed for the za9003 lens.

Manufacturer narrative:
Patient age: unknown; requested; however, the information has not been provided. Patient gender: unknown; requested; however, the information has not been provided. (B)(4). Enlarged incision. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens sample was returned to the manufacturer for evaluation. The lens was inspected at 10x microscope magnification. The lens had cosmetic damages at the optic zone. Small loose particles were observed on the sample. Stains of what appeared to be viscoelastic were dispersed through the lens. No damages were observed on the haptics. The returned lens condition is consistent with a lens that has been removed from the patient¿s eye. The manufacturing record review was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change that could be related with the complaint type reported. The documentation showed that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.